Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a patient was burned.

Manufacturer narrative:
Per additional information received, the customer is alleging deficiency with a different device; therefore making this device not reportable. It was confirmed that there was no alleged deficiency with this device. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: deficiency with right angle adapter. Probable root cause: improper labels. Poor workmanship. Degradation of console. Use errors. Manufacture date is not known.

Event description:
Per additional information received, the customer is alleging deficiency with a different device; therefore making this device not reportable. It was confirmed that there was no alleged deficiency with this device.